Event description:
Removable extension arms and distractors were implanted for a right and left cranial vault expansion. The family of the pt reported that the removable extension arms broke in the middle. Desired distraction could not be achieved. This was an off-label use of the device. The removable extension arms were removed on (B) (6) 2010 and the distractors remained implanted. Surgeon allowed consolidation of the bone and subsequently removed the entire device. The distractors were intact upon removal and the remaining portion of the removable extension arms were attached to the distractors. No further treatment has been prescribed at this time. This is the 2nd of 2 reports submitted on this event.

Manufacturer narrative:
Approximate date of event reported as (B) (6) 2009. This info was not provided by the completed questionaire received. Investigation is on going. Review of the mfg records has been requested.